Event description:
The customer reported the cufflator does not hold pressure during set-up. The customer did not provide the date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results ¿ eval of the returned product confirmed the reported issue. When pressure is attempted on the cufflator the needle moves up but comes down slowly on its own. The needle sits -2cm below zero on the dial. No physical damages to the unit found. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements all outside of a specific range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the cufflator body. (B)(4).